Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and re-connected all display connections and the alleged malfunction was corrected. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had an erratic bottom display. The ventilator was not in use on a patient at the time the malfunction occurred.